Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal pressure, pain with ability to feel the mesh and dyspareunia. An excision of the vaginal mesh was performed.